Event description:
Related manufacturer report number: 2017865-2024-00654. It was reported that the patient presented for relocation of the device from left to right side on 18 dec 2023 . During the procedure the physician observed that the both the right atrial and right ventricular leads were fractured. The leads parameter were found to be normal. However, the physician elected to capped and replace both leads during the procedure. The patient was stable.